Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k092313, k172831, k191910. Additional information: d9 device returned to manufacturer general information: complaint: (B)(4). Information to the sample: model: perfusor space article number: 8713030 serial number/batch: (B)(6) software version: 688n030005 operating hours: 5029 further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. Due to the lack of a precise error description, the history could not be analyzed extensively. No anomalies could be detected. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. The device is in a clean state. No external damage is visible. Functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0.72%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24 . Disassembling: the device was disassembled and the inside was investigated. No damage or soiling was visible. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Addition information: the cable from the power supply sn: (B)(6) is defective at the p2 plug.

Event description:
According to the event description: pump delivers different volume to programmed during a morphine infusion. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.